Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: dis colon rectum. 2008 apr;51(4):404-10. Doi: 10.1007/s10350-007-9141-z (B)(4).

Event description:
It was reported via journal article title: endo¿vacuum assisted closure treatment for rectal anastomotic insufficiency author(s): soeren torge mees, m.d. Daniel palmes, m.d. Rudolf mennigen, m.d. Norbert senninger, ph.d. Joerg haier, ph.d. Matthias bruewer, ph.d. Citation: dis colon rectum. 2008 apr;51(4):404-10. Doi: 10.1007/s10350-007-9141-z the study aimed to present the application of a transrectal endo-vac system in patients with anastomotic insufficiency after rectal surgery and to evaluate the tome for complete healing of the anastomotic wound in a group of patients treated with this system. Since 2006, ten patients with anastomotic insufficiency after colorectal resections, who did not require transabdominal interventions, were treated with an endovacuum assisted closure dressing (group a; n=5; median age of 46 years [ranged 33-65 years]) or by transrectal lavage (group b; n=5). In endo-vac treatment group, vac granufoam small dressing was connected to a high-vaccuum wound drainage and fixed using a non-resorbable 2/0 prolene suture. Only 1 patient acute postoperative disorientation from group a had unintended endo-vac dislocation which undergo additional replacement. Endo-vacuum assisted closure therapy is a novel approach that can be considered in diverted patients with failed colorectal anastomoses.